Event description:
Customer reportedly received the following results on the aviva system within 10 minutes: 402 mg/dl, 100 mg/dl, and 102 mg/dl. No adverse event reported. The lot number was not provided. Return of the suspect device was requested for evaluation.